Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level exceeding 500 mg/dl. The customer received assistance in resetting the pump, but the malfunction reoccurred, leading to the decision to replace the pump. The customer planned to use multiple daily injections as a backup therapy while awaiting the replacement. Additionally, the customer was advised on how to put the pump into storage mode and instructed to return the malfunctioning pump within 10 days using a pre-paid label.